Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements due to a fracture. Subsequently a revision procedure was performed where the lead was surgically abandoned and a new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.